Event description:
It was reported that approximately six (6) weeks after implantation, during a routine post-operative checkup, it was found out that the leg screw had migrated to the outer side. No remedial action has been planned. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(6). G2 foreign: (B)(4). Z nail cmf 10.5 x 95 lag scr item# 47-2499-095-10 lot# 3104799. Additional reports have been submitted for this complaint: 0009613350-2023-00203. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). As no product was returned, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. X-ray pictures were reviewed by a radiologist: two ap views of the bilateral hips demonstrate a left femoral intramedullary rod with two proximal nails and one distal interlocking screw. Fracture of the greater and lesser trochanter. Partial withdrawal of the leg screw on the second image is identified. Surgical reports were not provided. Based on the available information, it is not possible to determine the root cause for this issue. A further and more comprehensive investigation was carried out, which determined that no potential corrective and/or preventive actions are required. This decision was based on the conclusions from literature review, complaint review from hcp, and current acceptable performance of the znn fortis with tls. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.